Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of peritoneal dialysis therapy. During troubleshooting it was found the heater bag became disconnected. The technical services representative reviewed proper procedures with the customer and advised them to completed therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, it was reported that the heater bag became disconnected from the cassette, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.